Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be performance. The associated investigation determined that this device exhibited a premature battery depletion; however, the premature battery depletion was confirmed by data analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The patient had been seen ten months ago and the longevity remaining was about six years. At the most recent follow-up, however, the longevity remaining decreased to about two and a half years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The patient had been seen ten months ago and the longevity remaining was about six years. At the most recent follow-up, however, the longevity remaining decreased to about two and a half years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Evidence suggests that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The patient had been seen ten months ago and the longevity remaining was about six years. At the most recent follow-up, however, the longevity remaining decreased to about two and a half years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Evidence suggests that this device was explanted. No additional adverse patient effects were reported.